Manufacturer narrative:
An inoperable implant due to not charging the device was reported to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient lost therapy due ipg being inoperable. Reportedly, patient did not recharge the ipg as recommended, rendering the ipg inoperable. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.